Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting determined that the default cable or switch on the footswitch was defective. System log files were also reviewed. The fse replaced the footswitch. After replacement of the footswitch, the system was returned to use in good working order. Since the system was not being used for a procedure when the issue occurred, i.e., the customer was not using it for a procedure. If they had been using it for a procedure, as per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was unable to initiate x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.